Event description:
It was reported during "preparation" with prismaflex machine, the wheel was observed to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during "preparation" with prismaflex machine, the wheel was observed to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was inspected on site by a qualified technician. Visual inspection observed the wheels to be badly worn. The reported condition was verified. To resolve the issue, the qualified technician replaced the damaged wheel. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted